Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 15 years and 9 months post implant of this 33mm bioprosthetic mitral valve, it was replaced with an unknown device. The reason for replacement was not reported. No additional adverse patient effects were reported.